Event description:
It was reported that the pump touch screen had a perimeter of a glow, but there was no display, affecting the customer's ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.